Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) associated with the event and completed the failure analysis investigation. In the system logs, an error was found indicating a ¿vessel sealer extend failed during homing on usm3¿ which confirmed the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a test platform where all relevant testing was passed within specification. Once testing was completed, the ¿carriage accr¿ was inspected, and no faults could be identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: g3, g6, h2, h6, and h11. Corrected fields: h6, h11. Corrected device evaluation: this universal surgical manipulator (usm) was returned for failure analysis, and the reported issue was not confirmed and not replicated. A review of the logs revealed no data to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a test platform where all relevant testing was passed within specification. Once testing was completed, all searchlight, chipencoder virtual absolute (cva), and hall sensor assemblies were inspected, but no faults could be identified.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da-vinci assisted surgical procedure, the endoscope on universal surgical manipulator (usm) #3 was not moving up or down. Initially, the arm could not be moved using the clutch button, leading to a shutdown and restart, which temporarily resolved the issue. However, the problem reoccurred during surgery. Despite new draping, positioning, and trying different endoscopes, the issue persisted. The procedure was converted due to an unknown reason. Intuitive surgical, inc. (Isi) followed up with the customer to gather additional information regarding the reported event. The customer explained that the incident occurred during preoperative positioning of the arms. Additionally, the surgical procedure was performed after the issue was resolved or corrected. The following information is unknown: if ports were placed at the time the issue was identified, if the case was actually aborted or converted, and if applicable why the procedure was aborted/converted.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed a pitch friction test which failed. The fse replaced the universal surgical manipulator (usm) and the system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Note: refer to medwatch report (MDR) with MFR. Report #2955842-2026-16415 for MDR submission of the system down issue.